Manufacturer narrative:
H6: investigation summary bd received a 20 gauge insyte autoguard blood control unit from lot 1048764. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the grip of the device. This damage was preventing the needle from retracting completely into the grip. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the observed damage to the grip came from the manufacturing process. Damage to the grip can occur if there is a misalignment during the insertion of the plug. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all appropriate personnel to raise awareness of this issue and prevent recurrence. Preventative maintenance was performed on the load plug and inspect plug stations.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology would not retract during use. The following information was provided by the initial reporter: "needle will not retract".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology would not retract during use. The following information was provided by the initial reporter: "needle will not retract".